Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. Tactile inspection and visual inspection was performed. The balloon was tightly folded. The hypotube shaft was broken 58cm from the hub. There were numerous hypotube kinks. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 90% stenosed, 15mm x 4.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion but the balloon shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that shaft fracture occurred. The 90% stenosed, 15mm x 4.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion but the balloon shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).